Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown therapeudic procedure, the endoeye flex deflectable videoscope had an e231 error occur. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Additionally, image noise is present, and an abnormal image color tone (image only magenta or green). A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. Based on the results of the investigation, event 1: error message e231 (during sedation - device outside patient) we presume from confirmation of electrical characteristics (resistance value, output bias voltage, etc.) With using a tester that the image sensor cable had short circuit at bending section which caused the image abnormality. The short circuit may have occurred by the cable receiving massive external stress from uncalculated force by withdrawing the bending section while the section was bent, excessive twisting and bending, or the like. Event 2: image noise. We presume from confirmation of electrical characteristics (resistance value, output bias voltage, etc.) Using a tester that the image sensor cable had a short circuit at the bending section which caused the image abnormality. The short circuit may have occurred by the cable receiving massive external stress from uncalculated force by withdrawing the bending section while the section was bent, excessive twisting and bending, or the like. Event 3: abnormal image color tone (image only magenta or green) we presume from confirmation of electrical characteristics (resistance value, output bias voltage, etc.) With using a tester that the image sensor cable had short circuit at bending section which caused the image abnormality. The short circuit may have occurred by the cable receiving massive external stress from uncalculated force by withdrawing the bending section while the section was bent, excessive twisting and bending, or the like. The events can be detected/prevented by following the instructions for use: ltf-s190-10 IFU: operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.